Event description:
It was reported when using the pyxis medstation es system that it had a application crashing with fatal error. The field service engineer confirmed that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the comm sled board was defective. The field service engineer assisted with technical support and replaced the comm sled board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.